Manufacturer narrative:
This supplemental report is being submitted as additional information has been provided regarding the reported event. It was stated that the two (2) patients who were catheterized in the theatre room have been unable to have their catheters removed in the ward following their surgery. When the balloon was punctured inside the patient, it was stated that this could result in a safety issue. It was reported that there was an attempt to cut the inflation line and let the balloon deflate passively before puncturing the balloon with a needle. The needle was guided up through the urethra to puncture the balloon under ultrasound guidance. There was approximately 8ml of fluid initially instilled in the balloons. The patient arrived after afternoon surgery and the catheters were removed the following morning (12-18 hours duration). No sample due to contamination. Both patients were stated to be in their 50's. (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 22, 2016. (B)(4).

Manufacturer narrative:
Expiration date: 09/2019. Device manufacture date: 09/2014. Based on the available information, this event is deemed to be a serious injury. The information for use of the device states that the foley may be cut at the shaft to aid in drainage, but no attempt was made. No previous investigations are available, after a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Additional patient/event information was requested but not received at the time of this report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 15, 2016 (B)(4)

Event description:
A distributor reported that a patient was catheterized with a foley 2-way, hard valve, standard tip latex catheter in the operating room. When removal was attempted, the balloon was not able to be deflated. The fluid had to be removed from the balloon inside the patient, by puncturing the device with a needle; this enabled the device to deflate and be removed.